Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and found to have a frayed grip cable at the distal end.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the cadiere forceps instrument . The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the reported issue with the instrument involved a loose wire at the tip, characterized by a broken and frayed cable. Although the instrument was not used on a patient, it did not exhibit any non-intuitive or uncontrollable motion, nor did it experience limited or imprecise movement, and there was no additional physical damage at the distal end. No pieces detached or broke off from the distal end. The procedure was completed using another cadiere, and the faulty instrument was returned to intuitive surgical, inc. (Isi) for evaluation.